Manufacturer narrative:
Result: damaged siderail.

Event description:
It was reported by svc report that the right side rail was broken. It is unk if there was pt involvement or adverse consequences to report.